Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was noted that the device power consumption was at 150 percent. A request was made to have data from the device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). Moreover, it was noted that the device power consumption was at 150 percent. A request was made to have data from the device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that the device power consumption increased to 191% with 4 months remaining.